Event description:
It was reported the programmer has been beeping and turning off during use. The service disk was ran but this did not help. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the beeping or turning off during use, the logs were checked and no anomalies were found. It was noted that the power cord bay was broken and both latches were broken off.